Manufacturer narrative:
A.2. Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the tubing of the bd nexiva¿ closed IV catheter system balloned. The following was received from the initial reporter: patient is a 88 year old female admitted for shortness of breath. Her labs revealed elevated troponin d-dimer and bnp. The IV catheter was placed at 2315 on (B)(6). I discovered the line around 9am on (B)(6) and there was nothing infusing through it during that time. Overnight the line was used for a heparin infusion but no other infusions. At that time I immediately pulled the line. There was no irritation or discomfort to the patient's surrounding skin. The catheter had blood in it as shown in the picture but no leakage. The patient reports that no hot compresses were used around the area or anything that would cause melting of the catheter.

Manufacturer narrative:
Investigation results: our quality engineer inspected the photograph submitted for evaluation. Bd received a photograph which displayed an unsealed used 20ga x 1.00in. Nexiva unit. Visual inspection of the provided photo confirms the device was used and the extension tubing is ballooned. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. During manufacturing, it is possible for this defect to occur when adhesive leaks into the tubing. This can cause swelling or balloon tubing that may even result in the tube exploding. In process test and inspections are in place to mitigate the occurrence of such defects. It is also possible for this defect to occur due to an application error. If too much pressure is applied to the device, it can cause balloon tubing. Additionally, the IFU states the maximum power injector pressure limit setting of 300 psi. Since the defect occurred during use, this possibility cannot be ruled out. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.